Manufacturer narrative:
The ise indirect na-k-cl for gen.2 serial number was provided as (B)(6); the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of 3 questionable low ise indirect na-k-cl for gen.2 results from the cobas 8000 ise 1800 module, only the data for 1 patient provided is a reportable malfunction. The initial chloride result was 91 mmol/l, and the repeat result on another cobas pro was 101.1 mmol/l. The repeat result was deemed normal.